Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from february 02, 2020 - february 05, 2020. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which observed a tear at the upper left corner. A functional testing was performed which revealed a leak on the affected area. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the upper left corner seam. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available